Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Device technical analysis: upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured. X-rays taken show a fractured cathode (inner) conductor coil approx. 200mm from the severed end. Based on the analysis results, we suspect that fatigue fracture. Due to the location and type of damage, this was likely the result of lead-on-lead contact coupled with movement. Outer insulation abrasion noted through to the anode conductor coil approx. 210-214mm from the severed end. The reported high impedance measurements, loss of sensing was likely the result of the lead fracture. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry.

Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pace impedance measurements and loss of sensing due to lead fracture. Surgical intervention was performed and the lead was explanted without incident. The explanted lead is expected to be returned for evaluation. Besides intervention, there were no adverse patient events reported. Device returned, and product analysis complete.

Manufacturer narrative:
This device has been returned, and analysis is pending. Once analysis is completed, this report will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pace impedance measurements and loss of sensing due to lead fracture. Surgical intervention was performed and the lead was explanted without incident. The explanted lead is expected to be returned for evaluation. Besides intervention, there were no adverse patient events reported.